Event description:
It was reported that the pt was implanted a ncb pp prox fem plate, r, 12 h, l. 285mm on the right side on (B)(6) 2014 following periprosthetic femoral fracture. It was then reported that the pt stumbled at home on (B)(6) 2014, leading again to a periprosthetic and peri-implant femoral fracture. The ncb plate broke. The patient was revised on (B)(6) 2014, the broken plate was removed, the fracture was repositioned and a new plate was implanted.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complaint that it will be provided. No x-rays were provided for review. A lot number was received for this device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).